Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette disconnected from the luer transfer device during peritoneal dialysis therapy. This event occurred during drain four of four. The patient was connected at the time of the alarm. The patient stated that the disconnection occurred because of a loose connection. The patient stated that they reconnect but the homechoice would not move on. The renal therapy service agent assisted the patient to remove the cassette. The patient would follow up with the registered nurse. The renal therapy service agent reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information/correction : upon follow up with the patient, they stated that the transfer set was still in use after the reported event and they have not had any issues with the transfer set during the following therapies. The patient clarified that there was fluid leaking down the patient line as a result of the disconnection. There was no damage observed to the transfer set. Should additional relevant information become available, a supplemental report will be submitted.